Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw app 9735762 stealth s8 app, serial lot/sw version: 2.1.0 the medtronic representative (rep) performed additional troubleshooting. The rep confirmed that the imaging system had no issues pushing exams first time to another known working navigation system. The rep also confirmed a different imaging system was also unable to push exams to this navigation system the first time. The rep confirmed all three green boxes on image acquisition screen for entirety of the spin. The images did have the nav tag. The rep confirmed using ethernet cable seats properly within the bulkhead. H3, h6: the system was serviced in the field by a medtronic representative (rep). The rep uninstalled and then reinstalled the software. The system was functioning as intended. No failures were found. Codes b01, c19, and d14 are applicable. For software g02008 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the exams transferred to the navigation system, they were receiving an 'unregistered exam' error. The exams had a nav tag. During troubleshooting, on a second spin, the issue resolved. On a third spin, the issue was replicated. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. There were 3 application session logs present of the issue date. The last session captured the site tried to take spins and send it to stealth, the site tried 3 spins out of them 2 got failed due to ptreader error. The session captured "ptreader error" during o-arm exam transfer. Suspected due to the "ptreader error" the exam transfer got failed and site faced the reported behavior. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: g2 updated to add health professional as report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.